Event description:
Patient arrived in interventional radiology (ir) for inferior vena cava (ivc) filter removal. The filter was found to have several broken legs. The fragments were visible in the lungs prior to any attempt at removal. The filter was imbedded in the ivc and the physician was not able to remove it.